Manufacturer narrative:
On 10/29/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/8/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed a paralell lines of shell wear in anterior view, additionally a tear within the shell wear was noted, measuring approximately 1.0 cm. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 125cc mentor siltex round moderate profile memory gel breast implant, catalog: 3541257, lot: unknown, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 175cc mentor memorygel breast implant experienced right sided silent rupture post procedure. As a result, patient had undergone removal and replacement with a 295cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) on (B)(6) 2019.